Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified forearm vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.